Manufacturer narrative:
(B)(4): the customer reported that during a battery check, the device passed the ops check and then displayed a red x about 30 minutes later when the battery has 4 led indicators lit. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that during a battery check, the device passed the ops check and then displayed a red x about 30 minutes later when the battery has 4 led indicators lit. There was no reported patient involvement.